Event description:
According to the reporter, during the gynecological procedure, the needle detached from suture easily. The procedure was completed with another device. No harm was caused to the patient.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one suture. From the opened product, the needle was received without suture and appeared to have disengaged from the suture under tension. It was observed, under magnification, normal needle crimp and swage marks were observed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.